Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to this issue and no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, instructing the customer to return the faulty device within 10 days using a pre-paid label and to set the pump into storage mode before returning it. The customer was informed, they would receive a new pump with updated software and was advised using manual daily injections as a backup therapy. They were also told to program their pump settings and connect their continuous glucose monitor to the replacement device upon receipt.